Event description:
The customer contacted stryker to report that their device unexpectedly shut off twice. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further review the device keylog and observed old batteries were used during the reported event. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker completed an initial evaluation of the customer's device and was unable to verify or duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly shut off twice. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.